Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was admitted to the hosp the day after having her staples removed, due to excess bleeding. She is receiving effective stimulation. It was reported the pt was released from the hosp on (B)(6) 2012 and is healing well. There was no specific diagnosis given.